Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing that resulted in inappropriate shock therapy. The noise was able to be recreated and was suspected to be related to electromagnetic interference (emi), however, was not confirmed. An x-ray was performed, however, no lead damage was visible on the image. Additionally, the patient was not pacemaker dependent. An invasive procedure was performed. The lead was explanted and replaced. The ICD remains implanted and in service. No additional adverse patient effects were reported.